Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to the user incorrectly understanding of the reprocessing steps prior to reprocessing of device - the clip that was lodged in the biopsy channel was identified as a non-olympus boston scientific clip for hemostasis. - regarding the aspiration of solid matter including clip: the instructions for use (IFU) warns that aspirating solid matter may cause clogging of suction channel and/or suction valve as follows. Operation manual 4.2 insertion suction warning ¿ avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids. - regarding the reprocessing with an automatic endoscope reprocessor (aer): the user uses non-olympus aer, medivator enhanced cleaning process. IFU instructs to certainly conduct precleaning, leakage test, and manual cleaning during reprocessing steps before using aer in ¿reprocessing manual 4.3 workflow for cleaning and disinfecting endoscopes and accessories using an aer/wd [washer-disinfector]¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a diagnostic colonoscopy procedure, the colonovideoscope was having difficulty flushing and suctioning. When flushed by the doctor, a clip (that was not used on this patient) was seen to have dislodged from the biopsy/suction channel. The clip was visualized and removed immediately without causing any injury to the patient. The procedure was completed with the same set of equipment. The colonoscope was inspected prior to the procedure by staff, and no issues were evident. The other device involved in the event was a boston endoscopy clip. There was no delay reported. This issue was found in multiple patients. There were no reports of patient harm associated with this device. The device was used on two (2) patients, with the clip remaining in the device. Patient #1 a colonoscopy was performed. The old clips were in situ from the previous procedure and visualized during the procedure. The operation report stated that the "clips were not removed". A colononoscopy was performed and completed with the same device. The scope was cleaned with a high-level disinfection cycle and passed the cycle. No manual clean was completed as there were no clips deployed during the procedure (current practice/procedure). Patient #2: a colonoscopy was performed and was uneventful. There were no issues with the scope, and the procedure was completed. The scope was cleaned with a high-level disinfection cycle and passed the cycle. No manual clean was completed as there were no clips deployed during the procedure (current practice/procedure). Patient #3: during colonoscopy, the clip was dislodged and discovered. The intended procedure was completed with the same device. The customer uses the enhanced cleaning process by medivator; this process does not leak test, manual clean, or brush scopes unless a clip is deployed, or the patient has poor bowel prep. The first patient already had a clip in situ, but no new clip was deployed, so no brushing took place. There were no reports of patient harm. Customer is not sending device in for assessment. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.